Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running the ventilator on a test lung and report any malfunctions. Covidien is ot authorized to service the device. Covidien reference: (B)(4).

Event description:
A report was received in the USA stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time that the malfunction occurred. The date of the event is unk.